Manufacturer narrative:
The insulin pump was received with blank display due to corroded battery tube and battery cap contact. The weak battery alarms could not be verified due to blank display anomaly. It also had a cracked case at the display window corners and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the night before, the insulin pump had a blank display. He changed the battery and received a weak battery alarm. The blood glucose at the time of the incident was 169 mg/dl. The customer also reported that about 2 weeks back the insulin pump felt hot and it melted the battery. The customer stated that the battery cap was damaged and the battery compartment corroded. The device was returned for analysis.